Event description:
It was reported that a malfunction code was displayed on the pump. Customer¿s blood glucose level was recorded as not exceeding 500 mg/dl, indicating it remained within a normal range. Technical support indicated that the problem pump would be replaced, and the customer would use multiple daily injections as backup therapy. The customer was instructed on how to enter storage mode on the pump and agreed to return the pump using a pre-paid label within 10 days.